Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false negative result. Investigation could not be completed due to lack of information. Lot number and cartridge serial number were not provided.

Event description:
Customer reported someone in their household received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use on reader sn (B)(4). Earlier that day, individual tested positive with a nasal ihealth antigen test and a binaxnow antigen test. Individual displayed symptoms of fever and sore throat. Cartridges were stored within the validated temperature range. Technical support noted that the provided screenshot is from (B)(6) 2022 and customer did not reply to three follow up requests to verify which test result was the false result.